Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of high blood glucose readings and hospitalization. The customer went to the emergency room 2 years ago due to high readings and 1 year ago due to low readings. The customer was treated with a shot of glucagon. The customer declined help from 24 hour helpline.